Event description:
It was reported that this was an arteriotomy closure of a left common femoral artery using a prostyle device after an interventional left coronary balloon angioplasty and stenting procedure with a 6f sheath. Reportedly, the footplate would not retract and the device was stuck in the vessel. The device was removed surgically. Hemostasis was achieved with manual suturing. There was no adverse patient sequela. A clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. It is likely tissue, or vessel was caught by the foot during closure. This may occur if the foot is in the access site or suture does not free from foot enough during harvest. The capture then contributed to the entrapment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known.